Manufacturer narrative:
Device is not being returned for evaluation, therefore no conclusion can be made.

Event description:
During a shoulder repair, the tip of the guidewire borke off in the patient. Surgeon had to open the patient's shoulder to attempt to retrieve the piece without success. Patient underwent c-arm x-ray which showed a 1 inch piece of the wire in the left shoulder. Broken portion remains embedded. A delay was reported but its length is unknown.